Event description:
Reporter stated the patient has experienced hypoglycemia as low as 2.1 mmol/l (37.8 mg/dl), and she believes the insulin delivery of the infusion device is too high. She started a replacement infusion device, and her blood glucose levels are now "ok." The infusion device was requested for evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications.

Manufacturer narrative:
The event occurred in (B)(6).